Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) investigated the subject device and could reproduce the reported phenomenon. As a result of the investigation, the inner circuit board was broken and the lcd panel was burned. Omsc also confirmed that the subject device has been used for five years. Omsc surmised the following. The cause of the reported phenomenon was that the inner circuit board was broken. It might be caused by the internal temperature rise due to the lcd panel being turned on for a long time, or degraded with the age of the subject device. The device history record indicates that the subject device has been shipped in conformity to the specifications. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
At the preparation for use, the user could not turn on the subject device. There were no reports of patient injuries related to this incident.